Event description:
Pt reported obtaining a blood glucose result of 196 mg/dl, while using the suspect device. Pt indicated that this result was normal, and as such, did nothing based on the device result. Pt stated that he went downstairs, prepared coffee, and started washing dishes. Five minutes later, pt reportedly lost consciousness. Pt indicated that a caregiver found him and phoned emergency medical services on his behalf. Pt stated that upon paramedics' arrival (6 hours after losing consciousness) he had lost 24 oz of blood. Pt was reportedly treated with intravenous fluids (contents not provided), after which, his blood glucose measured 200 mg/dl (on paramedics' blood glucose monitor). Pt reported that he was transported to the hosp, where he remained for 2 - 3 hours, for observation. Pt indicated that a nurse advised that he must have lost consciousness due to hypoglycemia. Pt's current condition: fine. Quality control testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.